Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Final root cause - miscellaneous user induced contamination on the strip connector. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to contact the customer via telephone at call backs on 12/27/2017, 12/28/2017 and 12/29/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling dizzy; customer did not need medical attention at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date at time of call is two weeks. The meter memory was not reviewed for previous test result history.